Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 12 mcg/day. The indications for use were intractable spasticity and head/brain injury. It was reported the pump went to elective replacement indicator (eri) on (B)(6) 2016, but the patient was "too sick" to have surgery. The hcp wanted to turn the pump off. The patient was inherited by the hcp ¿a few months ago¿ (from (B)(6) 2016) and was pretty sickly. The patient had pneumonia which was diagnosed on (B)(6) 2016. The pneumonia was due to the patient having a traumatic brain injury and being a quadriplegic and was not related to the pump. The patient was being supplemented with oral baclofen as the hcp said the infusion system was not working well for the patient. The consumer told the hcp that [patient¿s previous physician] had told them that the patient was immune to the lioresal, so the patient was weaned down. The patient was on minimum rate mode. The eri alarm on (B)(6) 2016 was expected. They did not plan to replace the pump at this time as the patient had pneumonia. Additional information was received from (B)(6) on 2016-dec-15. On 2016-dec-06 and 2016-dec-12, additional information was received from a physician. The patient medical history also included the patient was wheel-chair bound. The physician noted that the previously reported event of ¿the patient was too sick (with pneumonia) to have surgery¿ was not accurate. The family wanted to control the spasticity with oral baclofen rather than intrathecal, as he did not respond well to the baclofen pump therapy previously (had ¿history of unresponsiveness to high dose lioresal¿). The physician also reported that the statements of ¿the infusion system was not working well for the patient¿ and ¿the patient was immune to the lioresal¿ were not accurate. The physician clarified that on (B)(6) 2016, the patient responded well to a single shot/trial dose of intrathecal baclofen at 100 ug in addition to 20 ug sufenta via the side port. The patient had nearly immediate relief of profound spasticity, indicating there was a pain component affecting spasticity. The patient then became unarousable over the next two hours, requiring ventilation support and hospital admission. The admitting diagnoses were intrathecal baclofen overdose with obtundation, respiratory depression, and aspiration. The treatment included respiratory support until the baclofen effect resolved and an unspecified antibiotic therapy due to a suspicion of aspiration pneumonia. The patient recovered completely as the effects of the single bolus of baclofen resolved. On (B)(6) 2016, the patient was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.